Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit failing the fill manifold test, specifically the third test. K3 pressure difference is -293mmhg. Everything else in the all manifold test passes. There was no patient involvement.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The customer replaced the fill manifold assembly, and the problem was resolved. The unit is back in service. H3 other text : not returned to manufacturer.